Event description:
It was reported that the ventricular lead exhibited multiple high rate episodes. A chest x-ray revealed that the atrial and ventricular leads were crossed; an insulation breach was suspected. The lead was explanted.

Manufacturer narrative:
Final analysis found that the proximal insulation was damaged and abraded from 24.0 cm to 26.1 cm from the connector pin as a result of friction with another device. The distal insulation was damaged and the proximal coil was fractured as a result of clavicular crush.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.